Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a serious injury/needle stick occurred after use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "clinician got needlestick injury because the safety mechanism can¿t be retracted, clinician has disposed the sample due to the sample contaminated and needle still exposed. According her said, the needle didn¿t total retract into the cavity while push white button. Part of needle exposed, so she got needlestick." No medical intervention was reported.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a serious injury/needle stick occurred after use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "clinician got needlestick injury because the safety mechanism cannot be retracted. Clinician has disposed the sample due to the sample contaminated and needle still exposed. According her said, the needle did not total retract into the cavity while push white button. Part of needle exposed, so she got needlestick." No medical intervention was reported.